Manufacturer narrative:
Submit date: 1/10/2018, a device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The returned sample consisted of one used and one sealed uvc catheter. The samples came inside a generic plastic bag. During visual inspection, the used catheter revealed that the sample was manipulated. Another catheter did not present sign of the use. Under water test was performed and a leak below the strain relief could be identified in the use catheter and the new catheter did not revealed any problem, however the origin of the leak could not be observed with a naked eye. Magnified picture was taken and cut below the strain relief was observed. This reported issue has been confirmed. The product sample was returned to the manufacturing site for review. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause can be considered as misuse; this defect was most likely damaged during use caused due to an inappropriate manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/21/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the catheter leaked.